Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that patient received second and third degree burns to the right hand.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient burn. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged. The failure mode will be monitored for future reoccurrence. Mfg date: (B)(6) 2015. (B)(4).

Event description:
It was reported that patient received second and third degree burns to the right hand.